Event description:
During the positioning of the embolization coil, the coil was not responsive. The microcatheter was retracted and it was observed that the coil prematurely detached partially in the microcatheter. The coil was retrieved using an endovascular snare successfully. No harm was reported. Pt information - pt identifier, age, sex and weight is not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as it was reported to not be available due to infectious virus exposure. The root cause of this complaint cannot be determined. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.